Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that the pacing lead displayed high and undefined impedance. The lead was attempted/not used and replaced, however the second lead exhibited high and undefined impedance. Both leads were attempted/not used and replaced successfully by another lead. No patient complications have been reported as a result of this event.